Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "surprise result" (postoperative refraction, unexpected). Product problem(s): "non reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a "surprise result" following intraocular lens (iol) implant surgery. Add'l info has been requested.